Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced gel smearing and clotting. The following information was provided by the initial reporter. The customer stated: the gel is smeared in the tube and blood clots. All revealed after centrifugation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 366567. Lot/batch #: 1350431. Bd had not received samples, but 1 photo was provided for investigation. The photos was reviewed and the indicated failure mode for gel smearing was observed. However, the indicated failure mode for clotting was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for gel smearing and clotting was not observed. 4 retained samples were therefore drawn with horse blood, mixed, centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. No gel smearing was observed. Additionally, 10 retained samples were analyzed for heparin content. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure modes, gel smearing and clotting, because the defects were not evident in the testing of the control or retained lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing based on photos only. This complaint has not been confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced gel smearing and clotting. The following information was provided by the initial reporter. The customer stated: the gel is smeared in the tube and blood clots. All revealed after centrifugation.